Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. No changes or intervention was reported. The patient condition was unknown.